Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Oversensing episodes which were wrongly interpreted as ventricular fibrillation were noted during follow-up. The lead was explanted. During the explant procedure, a hemodynamic incident which was not related to the device or the procedure occurred, and the patient was unstable. The procedure was completed and the patient was monitored in the ICU. The patient was then discharged and will be seen for follow-up at a later date.